Manufacturer narrative:
The alarm trace did not contain any conspicuous alarms. The field service representative found a large buildup of crystals on the cover next to the mixing cup access. Upon inspection of the crystals, he observed that the sample probe was dragging through the buildup when accessing a channel mixer cup. He cleaned the mixer cup and cover. He performed an ise check and a precision check with acceptable results. Calibration and qc performed without issues and were within specification. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
Unique identifier (UDI) #(B)(4). Calibration and qc were within specifications. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect na+ for gen.2 results for 2 patient samples on a cobas 8000 cobas ise module. Patient (B)(6): the initial result was 169 mmol/l. The initial result was reported outside of the laboratory. On (B)(6) 2021 the sample was repeated and the sodium result was na 138 mmol/l. Patient (B)(6): the initial result was 176 mmol/l. The initial result was reported outside of the laboratory. The repeated result was 139 mmol/l. The repeated results were performed on another line on the analyzer. The initial results were corrected upon completing repeat testing as the repeated results were believed to be correct. The sodium electrode lot number is i2640 with an expiration date of 12-sep-2021.